Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the surgeon was putting in a metal anchor and when inserting it, the anchor broke in half. The broken piece was removed and used the remaining anchor. The half that was in the bones still had the suture and suture loop so he used it as he would any other anchor.